Event description:
It was reported that during testing conducted at the user facility, the irrigation wheel would not turn. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing conducted at the user facility, the irrigation wheel would not turn. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.